Manufacturer narrative:
An event regarding wear involving a triathlon insert was reported. The event was confirmed through material analysis. Method & results: device evaluation and results: material analysis was performed which concluded: delamination, burnishing, scratching and third-body indentation were observed on the insert condyles. These are common damage modes of uhmwpe. Explantation damage and wear impression markings were also observed on the insert. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: no device-related factors are evident from the material as also confirmed by the mar findings, while the failure mechanism is fully explained by procedure-related factors concerning the type and positioning of the devices which is under the full responsibility of the surgeon. This case is not device-related but caused by procedure-related factors. Procedure-related factors: baseplate malposition in excessive posterior tibial slope with additional varus deformity. Suboptimal baseplate bone contact through incomplete seating. Patient-related factors - none evident. Device-related factors: - none as also supported by mar findings. Diagnosis: - baseplate malposition in excessive posterior tibial slope and varus has contributed to flexion instability of the knee with extreme poly wear along the posterior borders of the bearing with ultimately knee dislocation requiring revision in 2017. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a medical review was performed which indicated, that baseplate malposition in excessive posterior tibial slope and varus has contributed to flexion instability of the knee with extreme poly wear along the posterior borders of the bearing with ultimately knee dislocation requiring revision in 2017. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During a standard follow-up visit, instability and pain was noted. Patient was scheduled for a knee revision, which was completed successfully.

Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a cr beaded #5r; cat# 5517-f-502; lot# s3f3m, triathlon prim bead pa sze4 bp; cat# 5526-b-400; lot# s39hf. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard follow-up visit, instability and pain was noted. Patient was scheduled for a knee revision, which was completed successfully.